Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the right colon during a cold snaring procedure for a treatment of a small polyp resection performed on (B)(6) 2021. During the procedure, a little piece of fibrosis seemed to remain after actuation of the cold snare and the snare would not cut the target polyp. The physician decided to perform an endoscopic mucosal resection (emr) procedure using an interject device and a 13mm captivator snare to remove the polyp safely which completed the procedure. There were no patient complications reported as a result of this event.